Event description:
It was reported that the patient had swelling near the implantable pulse generator (ipg). The patient was prescribed cephalexin for the swelling. Infection was suspected. The patient was also prescribed keflex for two weeks. No further information has been obtained.